Event description:
A us distributor contacted zoll to report that a patient developed shingles under the lifevest equipment. Patient described the area as irritation across back. There was no alleged device malfunction contributing to the irritation. The patient reported being seeing doctor, but there is no indication of medical intervention specifically for the shingles. Reporting out of an abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.